Event description:
It was reported the device had erratic output and low sensitivity. Follow-up information received determined there was no patient involvement. The condition was found during device testing.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the customer comments, however analysis did find that the output connector had a piece of patient cable broken off inside, the battery contacts were compressed, and the liquid crystal display (lcd) had pixial bleed through. It was also noted that the upper case was out of specification and the ring cover was contaminated.